Event description:
Ous MDR: after an implantation time of about 98 months, it was reported that the device could no longer be interrogated.

Manufacturer narrative:
The returned ICD was visually inspected after it was received, and no irregularities were found. The initial interrogation confirmed the clinical observation, the device could no longer be interrogated. The memory content of the device could therefore not be read. In the next step, the ICD was opened, and the internal structure was examined. Damage to the final shock stages of the electronic module was detected in the process. This damage to the final shock stages indicates a shock delivery into an external low-ohmic shock path. The damage to the module then led to a permanently increased current uptake and, subsequently, to discharge of the battery. Due to the discharged battery, the ICD could no longer be interrogated. Possible clinical complications that may lead to an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damage to the lead insulation, which results in a low-ohmic contact of the high-voltage conductors. The manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. There were no indications of a device malfunction.